Manufacturer narrative:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.*** if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's inability to empty their bladder during the trial is a pre-existing symptom. This is the norm for patient thus why they voids so frequently and has mild leaking. The patient does not self-catheterize or measure output. This is how they were before the test. The patient stated (B)(6) 2020 that they did not think they were fully emptying at night butfell back asleep, which they normally are not able to, and it never woke the patient up until the morning. Normally the patient wakes up multiple times a night. No further action was taken. Kept stimulator setting as is. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2020. It was reported that the patient was very sore. The issue was not resolved at the time of the report. Additional information was received. They reported they were not feeling well the first day and they were concerned they were not emptying their bladder completely. They stated they were trying to void and only passing a little at a time in the evening.